Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was isolated to a broken solder connection on the t2 transformer on the defibrillator board pca, causing the monitor to experience a low pulse reset. The root cause for the defective t2 transformer could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.